Event description:
This report is based on information provided by a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while at the bench, could not confirm the device's ECG is working correctly on this,